Event description:
It was reported that sometime post-op the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Event description:
It was reported that the patient presented with low back pain and lower extremity pain. MRI scan indicated degenerative changes involving the l4-5 and l5-s1 disc and congenital spinal stenosis extending from l3-4 to l4-5. The patient underwent l4-5, l5-s1 laminectomy, foraminotomy, tlif with placement of an anterior device, and posterolateral fusion using rhbmp-2/acs, interbody devices and posterior fixation. Per the operative notes, 'with the disk material removed, a bmp allograft with local bone was placed into the anterolateral disk space followed by [interbody device] packed with local bone and bmp allograft. With the [interbody device] graft in place, the facet joints were decorticated and bmp with local bone allograft was then placed in the posterolateral recess.' No complications were noted. At 142 days post-op, the patient presented with low back and leg pain. MRI was interpreted as follows: 'postsurgical changes consistent with prior posterior fusion from l4 to s1. There are no acute osseous abnormalities. Prior fasciectomy and laminectomy at l4-5. Indwelling carbon fiber cage appears in the central left lateral recess. Clinical correlation is recommended. Disc bulge at l5-s1 contributes to persistent left neural foraminal stenosis.' At 175 days post-op, the patient presented with severe arthrosis, l4-5 cage migration, and non-union at l4-5. The patient underwent a revision surgery to re-fuse the l4-5 level via xlif. The xlif cage was packed with dbm and bmp allograft. No complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a 2 level l4-5 and l5-s1 posterior lumbar fusion surgery using rhbmp-2/acs in combination with a verte-stack capstone peek spacer, mastergraft matrix, rod instrumentation and a competitors graft matrix. The patient developed severe post-operative pain in back and leg. Radiograph images showed the capstone spacer migrated post-operatively, out of the disc space at l4-5 posteriorly and was encroaching on the patient's spinal cord. In 2008, the capstone device was explanted via a lateral approach. Another unknown spacer was implanted in combination with rhbmp-2/acs and a 20cc kit of mastergraft matrix and a competitors anterior plate. The patient developed severe acne cyst near the surgical site 2-3 weeks post-operatively. Pathology test revealed abnormal hormonal levels, eventually leading to patient having oophorectomy of ovaries for benign ovarian cysts. The patient's back and leg pain continued to grow in severity necessitating implantation of a pain stimulator, followed by a second pain stimulator. 2012 MRI spine images reveal ectopic bone growth encroaching on l4-5 nerve root. No further information was reported.

Manufacturer narrative:
Additional information.

Event description:
It was reported that on (B)(6) 2007 patient underwent the following procedures: 1. L4-5, l4-5, l5-s1 laminectomy with foraminotomy, 2. L4-5, l5-s1 transverse lateral interbody fusion with placement of anterior device. 3. Use of bone morphogenic protein, allograft and local bone autograft. 4. L4-5, l5-s1 posterolateral fusion with use of bone morphogenic protein , local bone and instrumentation. 5. Neuromuscular junction testing x6 6. Use of autograft bone. 7. Use of allograft 8. Intraoperative fluoroscopic guidance. 9. Placement of continuous epidural. Preoperative diagnoses: 1. Spinal stenosis l3-4, 44-5. 2. Discogenic degenerative disk l4 - 5, l5-s1. As per op-notes: an incision was made in the l4-5 and l5- s1 disk. The paddles were then used to resect disk material followed by the curets. With the disk material removed, a bmp allograft with local bone was placed into the anterolateral disc space followed by spacer packed with local bone and bmp allograft with the spacer graft in place, the facet joints were decorticated and bmp with local bone allograft was then placed in the posterolateral recess. The quadrant retractor was then removed.

Event description:
It was reported that the patient underwent a tlif, xlif, and posterolateral fusion surgery on the lumbar region from l4 to s1. A lumbar MRI scan, performed on (B)(6) 2008, revealed potential migration of the cage, along with disc bulges and facet hypertrophy contributing to stenosis at at the implant site, necessitating a revision surgery. On (B)(6) 2008, the patient underwent a spine fusion surgery on the lumbar region of her spine from vertebrae l4 to s1. A CT scan performed (B)(6) 2012 revealed heterotopic bone formation identified along the left foraminal region at the implant site. A CT scan performed (B)(6) 2013 revealed new bone formation encroaching upon her nerves at the implant site. A CT scan taken (B)(6) 2014 revealed hypertrophic ossification along left neural foramen resulting in neural foraminal stenosis at l4-l5 and l5-s1. Sometime postop, the patient experienced low back pain that radiates into her lower extremities. She has undergone pain stimulator I mplantation surgeries. The patient is unable to sit or stand for long periods.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of a (B)(6) 2012 CT shows a tlif at l4-s1 with left side entry dlif. L4/5 bony foraminal encroachment noted at l5/s1 left.